Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the stylus was broken and the electrocardiogram (ECG) cable was lost. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate an implantable device. The programmer was returned to the manufacturer for servicing. There was no patient involvement.